Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) . The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the distal circumflex (cx) artery the 0.014 balance middleweight (bmw) guide wire was used but detached during removal from the anatomy and a small fragment remained at the distal cx. No intervention was performed and the fragment remains in the vessel. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.